Manufacturer narrative:
Concomitant medical products: 5071-53 lead, implanted (B)(6) 2005; 6947m97 lead, implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device could not be interrogated. A longevity estimate approximately 3 years ago showed ten to thirteen months of remaining longevity at that time. It was recommended that the device be replaced. The device remains in use. No patient complications have been reported as a result of this event.